Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a manufacturing review of the device was performed and indicated no discrepancies or anomalies of the reported device. According to the surgical technique: ''based on the fatigue testing results, the physician/surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. (¿) surgeons must instruct patients in detail about the limitations of the implants, including, but not limited to, the impact of excessive loading through patient weight or activity, and be taught to govern their activities accordingly'' the combination of patient lifestyle and bmi were likely contributing factors of possible device failure. Conclusion: failure of the implant could not be confirmed conclusively therefore a plausible root cause could not be identified.

Event description:
It is reported that; collapsed acculif cage noticed when patient came in for 6-month follow up.

Event description:
It is reported that; collapsed acculif cage noticed when patient came in for 6-month follow up.